Event description:
It was reported that the patient presented for follow up with pulse generator exhibiting backup vvi mode. After a software download the device resumed normal function.

Manufacturer narrative:
(B)(4).